Manufacturer narrative:
Additional information: e1(event site email: (B)(6). It was reported that during pm a getinge field service engineer (fse) found cardiosave intra-aortic balloon pump (iabp) device "fiber optic connector is broken". No parts are being replaced by fse, inhouse biomed staff is going to repair the unit. Unit cleared for clinical use is unknown. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. No patient involved, no harm reported.

Event description:
It was reported that during service the cardiosave intra-aortic balloon pump (iabp) unit fiber optic connector is broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during in house service by biomed staff the cardiosave intra-aortic balloon pump (iabp) unit fiber optic connector is broken.